Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 125 mg/dl. The customer will continue to use current insulin pump for therapy.